Manufacturer narrative:
Siemens filed an initial MDR 2517506-2019-00449 on 06-dec-2019. Additional information (27-jan-2020): a siemens technical application specialist (tas) was at the customer site. A chem wash study was performed along with a precision test on cardiac troponin I (ctni), all resulted within acceptable limits. The tas observed an improper centrifugation protocol was being utilized by the customer. Siemens recommended to the customer that they follow the manufacturer's collection tube guidelines for proper sample tube centrifugation times. Additional information (03-feb-2020): siemens has reviewed the information provided. A review of the system message logs, chem data, and filter data did not indicate an instrument issue. Based on the available information, improper centrifugation of the patient samples may potentially have caused the initially false high troponin results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated cardiac troponin I (ctni) results obtained on two patient samples. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse decontaminated the system, ran a system and quality control (qc) check that was acceptable. Siemens is investigating.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The same patient samples were repeated the on the original instrument, and alternate dimension xpand instrument, resulting lower. The lower repeat results from the alternate dimension xpand instrument were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni) result.